Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿

Event description:
It was reported occlusion alarm occurred.here was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. Reportedly, the customer was using trusteel infusion set for longer than 2 days, tandem technical support educated the customer this is considered off label use.